Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery. Reportedly, the 4.0 x 12mm rx multi-link stent delivery system failed to inflate. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: 0.035x190, guide cath: 5 fr, sheath: 5 fr. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the filing of the initial medwatch report, the following additional information was received: resistance was felt during insertion of the multi-link 8 stent delivery system (sds). Upon removal of the device, a notch and kink were observed in the sds. The patient was successfully treated with another multi-link 8. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported kink was confirmed. The reported inflation issue could not be replicated in a testing environment as the returned device was not returned in a condition in which the test could be performed. The reported resistance during insertion could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.